Event description:
The customer stated that she tested his blood glucose using her breeze2 meter and a non-bayer meter. The breeze2 read 99 mg/dl, while the other meter read 241 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.